Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings. The customer¿s blood glucose was 423 mg/dl and the sensor glucose was 67 mg/dl at the time of the incident. Customer was advised the blood glucose reading and the sensor glucose reading was not within acceptable range. The customer declined troubleshooting for high blood glucose and change sensor alert. Customer was advised the sensor will be replaced. The customer will not return the product.